Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that the stent moved on the balloon. The 90% stenosed, "average" tortuous and severely calcified lesion was located in the left anterior descending (lad) artery. The physician attempted to place a 2.50x12mm taxus express2 drug eluting stent, but could not cross the lesion. The physician noticed on the angiogram that the stent moved on the balloon. The stent did not dislodge from the stent delivery system when it was removed from the patient. The procedure was completed with another same device. Patient status is good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.